Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11399, 2134265-2016-11600 and 2134265-2016-11606. It was reported that incomplete stent expansion, target vessel flow occlusion, chest pain and st segment elevation occurred. The target lesion was located in a heavily calcified with several tortuous bends in the proximal to mid right coronary artery (rca). After placing a 182cm luge¿ guide wire and 6fr guide catheter, the lesion was pre-dilated with a 2.5x15 nc emerge balloon catheter. A 2.5x20 synergy drug-eluting stent (des) was then advanced but failed to cross the lesion. The device was removed and a 6fr non-bsc guide extension catheter was then advanced through the non-bsc guide catheter. The 2.5x20 synergy des was re-advanced and was deployed in the mid rca with no issue. A 2.5x16 synergy des was then deployed to the proximal rca however the stent failed to fully expand. The luge¿ guide wire was removed from the coronary artery to have a better injection of the rca and it was decided to post dilate the 2.5x16 synergy des with a 3.0x8 nc emerge balloon catheter. The luge¿ guide wire was reinserted however, the device failed to cross lesion and the previously deployed stent in the mid rca. The 3.0x8 nc emerge balloon catheter was not advanced to the lesion and upon removing of the device, the guide catheter tapped backwards into the aortic arch and the luge¿ guide wire broke 3 cm from the radiopaque portion. Upon examination, injection and re-entry in the guide catheter, it was noted that the rca had closed off. The patient experienced moderate chest pain and st segment elevation was noted. Attempts in rewiring the stent and the distal vessel failed and the patient then undergone coronary artery bypass graft (CABG). The rca was re-vascularized via a vein graft to the distal rca and the procedure was completed. No further patient complications were reported and the patient's status was stable.